Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat front-actuated grip type s tissue pad partially separated. The physician had to adjust the pad many times in order to complete the procedure. The issue occurred during a therapeutic procedure. There was a small procedural delay due to the partial pad separation. The patient was under anesthesia. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (tissue pad peeling) likely occurred due to the following mechanism: 1) during the activation of the output in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (this includes after tissue resection). Consequently, the tissue pad wore out. 2) due to friction between the grasping section and the distal end of the probe, abnormal heat was generated. This likely caused the tissue pad to partially peel off. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes a correction to e2, e3, and g2 to include information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.